Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found to be dislodged. The lead exhibited threshold, sensing and impedance issues due to dislodgement. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The procedure was completed without any complications.